Event description:
It was reported that balloon rupture occurred. The target lesion was located in arterio-venous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, under pressure of 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arterio-venous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, under pressure of 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition post-procedure. It was further reported that the target lesion has 70% stenosis and with a significant bend of <45 degrees. The balloon was ruptured during first inflation at 16 atmospheres for 30 seconds and was simply removed from the patient's body.

Manufacturer narrative:
(B)(6).